Event description:
It was reported that during a da vinci si cholecystectomy procedure, the customer noted a wire sticking out of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be frayed at the distal clevis hub. Additional observation not reported by site was distal pulleys damage. Engineering also found indentations at the edge of the distal pulley and visible scratch marks on the surface of the pulley. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.